Manufacturer narrative:
The customer reported problem was unconfirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Customer reports error code 111.2002 on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the logic board, or keypad assembly. Informed customer parts are no longer available for the small screen. Emailed end of life letter to customer. Customer then asked what they would need to do if they install a logic board from another unit. Informed customer they would need to change the serial number, and possible transfer their network configuration. Ended call.